Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.